Event description:
The customer reported that the cable that connected the c-arm to the monitor was loose and causing the sys to shut down intermittently. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an on-site investigation. The interconnect cable was replaced. The sys was then found to be operating as intended.